Manufacturer narrative:
A device history records review and sterilization documentation review was conducted based on the lot number provided and they were found to be complete and accurate. Device samples not provided. Complaint data review was conducted and no adverse trends observed. The root cause of the reported urinary tract infections could not be determined. Causation has not been established. This product is not sold in the united states. This product is similar to 72144 vapro catheter sold in the united states.

Event description:
It was reported that a patient who was experiencing discomfort during catheterization and up to 60 minutes post catheterization with the hollister vapro hydrabalance catheter was diagnosed with a uti and was prescribed a 1 weeklong course of antibiotics.